Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: explantation for right breast capsular contracture, capsullorhaphy for left breast prosthesis malposition. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 355cc gel breast prostheses developed baker grade iii capsular contracture in her right breast post implantation. The capsular contracture was diagnosed via a physical exam. Additionally, the patient was diagnosed with malposition of the left breast prosthesis. As a result, the patient underwent removal and replacement of the right breast prosthesis with a mentor memorygel breast implant 355cc gel breast prosthesis on (B)(6) 2022. The patient also underwent a capsullorrhaphy procedure on the left breast on the same date. The left breast prosthesis was removed and re-implanted into the patient. Mentor breast prosthesis are single use devices and re-implantation is off label use. This medwatch report is for the patient¿s left breast prosthesis.